Event description:
It was reported that there had been a volume discrepancy with the patient¿s pump. The pump was expected to contain between 9 and 9.5ml, but was found to contain between 0 and 1ml. According to the ptm, the low reservoir alarm date was not until (B)(6) 2014, but the pump was refilled on the day of report. In addition, the reporter stated that there had been no pump alarms. It was also noted that the healthcare provider (hcp) was certain that he was in the reservoir fill port and had aspirated 5ml of the new drug before pushing it back into the reservoir to make sure. At the time of report, the patient had left the clinic. The reporter thought he would have the patient come back to the clinic and check the event logs and programming. Additionally, the reporter was thinking that they might not have programmed what had physically been put into the reservoir at the previous refill, so they would do some additional investigating. However, if the pump was overinfusing, he did not want the wait very long before deciding to replace it. It was stated that the patient had been feeling ¿pretty good and looked pretty happy¿ on the day of report. The device system was used to deliver clonidine, bupivacaine, and prialt. Four days later, it was reported that, after speaking to a technical representative for the manufacturer, it was apparent that there had been some confusion about the details on the telemetry. It was indicated that, after a lengthy discussion, the hcp was able to resolve the issue and did not think there was any problem with the pump. On (B)(6), the patient had gone into the hcp office for a regular refill of the pump. The patient reported that he was doing a lot better and had reduced his fentanyl patch to 50mcg. In addition, the physician was also satisfied with the current pain management as it appeared that the combination of medications was working out very well for the patient. It was decided that it was appropriate to consider increasing the dose of prialt. The patient¿s blood pressure, measured on the right arm while sitting, was 122/83mm hg and his brachial pulse was regular at 64bpm. It was also noted that the patient¿s pain with activity was a 7 on the pain scale. During the visit, electronic analysis of the implanted pump was performed (including reservoir status, alarm status, and drug prescription status) and the pump was reprogrammed and refilled. At the time of the appointment, the patient¿s chief complaint was bilateral lower extremity pain. Additionally, he experienced mild tenderness in midline at l4, at l3, at l4, and off midline on only on the right in the paraspinous muscles. At the right hip and thigh, the patient exhibited discoloration, significant reduction in hypersensitivity due to pain, and what appeared to be a reduction in muscle mass. At the left hip and thigh, the patient exhibited discoloration and minimal hypersensitivity. At the time of report, the patient was reportedly doing well.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).